Event description:
No patient harm, injury, complication or negative outcome.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there were two units with white embedded particulates. To aid in the investigation, two samples with no packaging blisters and one photograph was received for evaluation by our quality team. The samples were received in a plastic bag labeled with lot 5135004. A visual inspection was performed. There is an embedded white speck that is acceptable in size. The photograph provided shows the samples received. No other defects or imperfections were observed. A device history record review was completed for material number 302832, lot 5135004. The review did not identify any quality issues detected during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections met specification requirements. Based on the investigation and sample evaluation, the customer reported condition is confirmed, however, the size of the embedded specks is within acceptable limits.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. Inspection two units with white embedded particulates.